Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The philips field service engineer reported that after evaluation of the device for a different symptom, the device failed the opcheck for a therapy related issue. There was no pt involvement.